Event description:
It was reported to boston scientific corp that a polaris loop ureteral stent was used for ureteral drainage on a pt. The stent was implanted on (B) (6)2009. According to the complainant kub (x-ray for kidney ureter bladder) was performed (date unk) and it was noted that one of the loops on the stent was broken. The physician was able to remove the stent in one piece with no consequences to the pt, who was reported "good" post procedure.

Manufacturer narrative:
Explanted date is unk. The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).